Manufacturer narrative:
Device evaluated by MFR: the device was received loaded on to the customers guidewire and the stent fully deployed. This carotid device is recommended for use with a 0.014 (0.36mm) guidewire. During the product analysis the investigator was unable to remove the device from the customers guidewire due to stretching and bunching at the end of the wire. The investigator cut off the end of the wire and successfully removed the device. As the customers guidewire was damaged, the investigator selected a boston scientific 0.014 filterwire and successfully inserted it through the device and removed it with no resistance experienced. A visual and tactile examination identified no issues with the catheter that could possibly have contributed to the complaint incident. The device was returned with the stent fully deployed from the delivery system. It is not known when the stent was deployed. A visual examination identified no damage or issues with the deployed stent. No other issues were identified during the product analysis

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left coronary artery. A 8.0-36 carotid wallstent was selected for use to treat the lesion. However, it was noted that the guide wire was stuck when it was delivered in the half way and it could not enter or withdraw the carotid wallstent. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the guide wire being used was a bsc device. The stent was outside of the patient's body when it became stuck on the wire.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left coronary artery. A 8.0-36 carotid wallstent was selected for use to treat the lesion. However, it was noted that the guide wire was stuck when it was delivered in the half way and it could not enter or withdraw the carotid wallstent. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left coronary artery. A 8.0-36 carotid wallstent was selected for use to treat the lesion. However, it was noted that the guide wire was stuck when it was delivered in the half way and it could not enter or withdraw the carotid wallstent. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the guide wire being used was a bsc device. The stent was outside of the patient's body when it became stuck on the wire.